Event description:
Event: unresolved distal endoleak. Case details: at the conclusion of the implant procedure it was noted that there was a small type I endoleak of the contra limb. The leak did not feed the aneurysm. In 2001 a leak was again noted on the contra side, this leak was identified as possibly being a type ii leak. The aneurysm was noted to be shrinking.